Event description:
Complainant alleged that during a routine shift check by a clinician, multiple device ancillary functions were activated when the energy select key was depressed. Complainant indicated that there was no pt involvement in the reported malfunction.